Manufacturer narrative:
Additional information was received that this was an out of box failure discovered by the ge healthcare field engineer during installation and before the system was released to the customer. This event is not a complaint or a reportable malfunction as previously reported.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The sensor interface board was replaced and the unit recalibrated. The unit was returned to service.

Event description:
The hospital reported that, during pre-operative process, the menu doesn't open and the unit didn't pass the complete test. There was no reported patient involvement.